Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, high pacing impedance and an increase in capture threshold on the right ventricular (rv) lead were noted. The lead parameter for capture threshold was reprogrammed, and the lead will continue to be monitored until follow-up. The patient was stable with no adverse consequences.